Event description:
Caller reports receiving high readings. In blood glucose tests, caller received a meter reading of 161 mg/dl and a laboratory result of 82 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the 'c' zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.